Event description:
Additional information received identified that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient was receiving an ipg end-of-life message on the patient programmer. Patient is not receiving therapy. Surgical intervention may take place to address the issue.